Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent initial activation on (B)(6) 2026 and demonstrated good adherence to device use. On 28-apr-2026, the mother reported the device stopped working.